Event description:
A pocket fill was reported following a refill session. Healthcare provider (hcp) tried to aspirate from the pump and got only 1ml. The pump had been empty since the end of may. Patient had no symptoms. Managing physician was working on getting the patient admitted and get another physician to perform the refill. Drug delivered via the device was baclofen (compounded) 500mcg/ml, 75mcg daily. It was later reported that an attempt was made to empty the pocket and hcp pulled out a few cc's and then sent it along with patient for emergency admission. The patient was sent home next day am; however her pump was not filled then. It was later reported on (B)(6) 2012 that the patient got a refill and was back to baseline.

Manufacturer narrative:
Catheter model: 8711, serial# (B)(4), implanted: 2007-(B)(6), explanted: unk; catheter model: 8598a, serial# (B)(4), implanted: 2009-(B)(6), explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).